Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the impedance on the right ventricular (rv) lead was varying and at times high. The lead also had noise and intermittent capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.